Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting off multiple times. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.